Manufacturer narrative:
This report is for an unknown cranial screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression procedure due to trigeminal neuralgia. The patient was implanted with burr hole cover and an unknown mesh plates. There was a surgical time of 135 minutes. There were no intra-operative complications. The duration of follow up was of 1751 days. The healing status/ radiographic outcomes at final follow-up was that the patient reports delayed facial numbness after gamma knife and reported 100% improvement. The patient was pleased with results of gamma knife but her pain recurred two weeks ago, but she feels this is associated with nasal drainage. Left medial sphenoid encephalocele - stable after middle fossa craniotomy. The patient underwent reoperation because of the left frontal/temporal craniotomy for repair of meningoencephalocele and gamma knife radiosurgery for right-sided trigeminal neuralgia. The procedure and patient outcome were unknown. This is report 3 of 3 for (B)(4). This report is for an unknown cranial screw.